Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the date range of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data confirmed that multiple boluses were programmed and delivered on the data of occurrence and before and after this date. The patient history buffer (phb) data showed that the total pulses delivered incremented appropriately based on the bolus volume, indicating that the boluses shown in the cloud data were successfully delivered. High estimated glucose values (egv) were observed in the phb data on the date of occurrence, but the algorithm was shown to act as expected to the respective egvs from the continuous glucose monitor. Though all boluses recorded in the cloud data were successfully delivered, it could not be determined if errors occurred that prevented the starting of boluses that were not sent to the cloud. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had intermittent bolus delivery failures for months, while using the omnipod 5 controller/personal diabetes manager (pdm). The patient reported the pdm screen would flash and bolus would not be delivered. The patient's blood glucose then rose to an unknown level, the patient checked the history and noticed no bolus was delivered. The patient then treated the elevated blood glucose level by administering another bolus. The patient reported turning on confidence reminders and watched the pdm for bolus delivery progress to ensure a bolus is delivered, but there were instances where bolus still did not deliver. A replacement pdm has been arranged to be delivered to the patient.